Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) prior to an evar (endovascular aneurysm repair). The arteriotomy was 6 fr and the vessel was not calcified or tortuous. The physician was advancing the proglide device and difficulty was experienced; it felt like the device was hang up in the tissue tract. The device was back loaded and advanced forward again, this time successfully. At the time of pulling the plunger out of the body of the device, there was no suture present attached to the needles. The device was removed and another proglide was attempted. The second proglide was advanced, plunger retracted, lever returned to its original position; however, when the physician was retracting the device from the patient's groin to harvest the sutures, the sutures were not accessible at the tissue tract; the device would not come out to pull the sutures from the distal end of the proximal guide. The guide wire exit port was already at skin level, but the physician was unable to continue device withdrawal. A cut down procedure was performed to remove the device. During the cut down the physician observed that the sutures were around the distal end of the sheath and locked. The evar procedure was completed and the arteriotomy was closed surgically. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The reported device advancement difficulties could not be confirmed and the reported no suture present attached to the needles/cuff miss was confirmed. The probable cause for the reported event was determined to be most likely related to the operational context at the time of device use. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide is being filed under a separate medwatch report number.